Event description:
Per the clinic, it was reported that no neural response was detected during initial surgery, resulting in the decision to re-open the implant site (date not reported) to ensure proper positioning of the implant.

Manufacturer narrative:
This report is submitted on december 22, 2021.